Manufacturer narrative:
Patient identifier: (B)(6),

Event description:
Respond edge study. It was reported that left bundle branch block(lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on a prior regiment of aspirin or any other antiplatelet medications at the time of index procedure. The subject received a loading dose of 300 mg clopidogrel. A lotus introducer sheath was placed and then a 23 mm lotus edge valve was implanted successfully. During the procedure, the subject developed left bundle branch block. No diagnostic test was performed for the event. The event was treated medically. At the time of reporting, the event was considered not recovered. The subject was discharged to another hospital on aspirin and other anticoagulants the next day.